Manufacturer narrative:
Additional information: report source - added "study".

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No UDI number is available due to manufacturing date before 9/23/2014.

Event description:
It was reported that a patient presented with high capture thresholds on the lv lead. No other anomalies were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Previously reported statement: "UDI number is not available due to manufacturing date before 9/23/2014." Was incorrect.